Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma, material rupture. Concomitant products:mentor memorygel breast implant, catalog # 3544800, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast lift and augmentation with mentor gel implants on (B)(6) 2015 developed swelling of the left breast with seroma around (B)(6) 2019. The patient had an us and MRI in (B)(6) 2018 post right breast trauma that showed focal fat necrosis in the lower inner right breast with no evidence of malignancy or implant rupture. An MRI in (B)(6) 2019 showed left implant rupture. The patient had aspiration of 20cc of thin yellowish fluid on (B)(6) 2019 from the left breast. Pathological testing of this fluid showed atypical t cells and no monoclonal b cell identified and clinical significance was not clear at that point. Microbiological testing returned negative. An additional aspiration of 550ml of thin amber fluid was withdrawn and tested on (B)(6) 2019, where no monoclonal b cells or immunophenotypically abnormal t cells were detected. Cd30 stain showed no definitive evidence of bia-alcl. The patient underwent left side partial capsulectomy. Bilateral capsulorrhaphies and exchange of bilateral breast implants to new gel implants. A left implant seroma and left implant rupture was found. A thickened but overall normal appearing capsule on the left was sent to pathology. Fluid was also cultured for microbiological evaluation (results not provided). The left breast capsule results returned was negative for atypia or malignancy.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during analysis of the sample was found ruptured. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).